Event description:
It was reported the machine is not working. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported. It was determined the backup battery was not working. The battery was replaced, and the issue was resolved.

Manufacturer narrative:
Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Manufacturer narrative:
Upon further investigation, the issue is a duplicate of MFR report#2031642-2021-05263, which is the primary complaint. MFR report# 2031642-2021-05765 has been identified to be a duplicate and should be nulled.

Manufacturer narrative:
Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
It was reported the machine is not working. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported. It was determined the backup battery was not working. The battery was replaced, and the issue was resolved.